Event description:
Reportedly, second stent in same patient as MDR 6000002-2006-00458. Patient noticed difficulty with walking, intermitent foot cramping. Found 75% stenosis of the sfa after an 11 month implant duration. Pta of in-stent stenosis and tibioperoneal trunk due to calcified lesion. No further information available.

Manufacturer narrative:
Devoce not returned.